Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2016 with the following findings: during testing, the battery compartment was observed to have two cracks. Unrelated to these issues, it was observed that the pump was returned with a broken plastic clip inserted in the u-groove of the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on 11/18/2016.